Event description:
(B)(4).

Manufacturer narrative:
The evaluation of the ventilators' log file revealed that the device has switched over to external battery for the time of the power outage without impact to ventilation. This is substantiated by the fact that the user himself could not duplicate the problem. Reportedly, a simulation of power supply failure resulted in the finding that the ventilator responded as intended by switching to battery supply. Furthermore, there's no log entry of a technical issue which would cause a temporary dark display. But indeed, a large leakage was present into airway system for the whole day of event which had significant impact on the ventilation. Sometimes, this leakage was even exceeding the ventilators' capability for compensation and, too low flow was measured at the output. The device switched over to apnea ventilation, consequently. Corresponding alarms were executed and evidentially silenced by the operator. These leakage-caused flow limitations at the interface to the pt may have been misinterpreted by the user as an interrupt in ventilation. In any case, the necessity to switch over to manual ventilation was not caused by an assumed inadequate device response to the mains supply failure. No pt consequences have occurred.